Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display and low battery. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated that screen was still not starting up only black screen and she got had her belt clip completely broken. Customer stated the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronics assembly. The motor and force sensor were also corroded. We were unable to perform the displacement, sleep current measurement, active current measurement or self tests or verity the low battery alarms due to the blank display.